Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. Factors that could cause central regurgitation include over expansion or asymmetrical deployment of the delivery balloon, and inadequate coaptation of prosthesis leaflets. In this case, the root cause of the reported pvl cannot be confirmed; however, it is possible that bulky calcification in combination with a valve that could have potentially been slightly undersized for the native annulus may have contributed to the event. The cai appears to have been caused by over dilation of the sapien valve during post dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, after deployment of a 23mm sapien valve the patient had a moderate paravalvular leak (pvl). The decision was made to post-dilate the sapien valve with an additional 1cc of contrast added and the delivery balloon placed more ventricular compared with the position during sapien deployment. After post-dilation, the pvl was reduced to mild but new central aortic insufficiency (cai) was noted. A second sapien was then deployed in alignment with the first sapien valve. After deployment the cai was resolved and the pvl remained mild. The patient was stable post-procedure, was extubated in the catheterization laboratory, and transported to recovery awake and responsive. The native annular diameter was 21-22mm on tee. The native aortic valve was moderately-to-severely calcified with bulky calcification on one leaflet. The sapien valve was implanted in a 50:50 position across the native annulus. The image intensifier angle and coaxial alignment of the valve and delivery system were both described as good. Per report, the perceived cause of the cai was over dilation of the sapien valve during post dilation. Proper valve sizing was also discussed as a possible contributing factor to the pvl/cai, as the annulus size was in the area where either a 23 or 26mm valve could fit. However, because this patient was deemed not to be amenable to the insertion of a 24fr sheath and her pulmonary status excluded her from a transapical approach, a 23mm valve was implanted.